Manufacturer narrative:
D9: device availability corrected. E3: reporter occupation corrected. Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log files. Intermittent backup battery fault alarms correlating to a load test condition was observed on (B)(6) 2025 from 1:54:47 to 7:24:50. Just prior to the backup battery fault alarms, the backup battery loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the backup battery fault alarm. No other notable events were observed. The system controller (serial number (B)(6) was not returned for analysis. Per provided information, the alarm resolved upon exchanging the backup battery and system controller. The root cause of the reported event was unable to be conclusively determined through this analysis. A CAPA was initiated to investigate the increase in reported backup battery faults. The device history record for the system controller (serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6) was inspected on (B)(6) 2025. No deviations from manufacturing or qa specifications were shown from the backup battery. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an emergency backup battery (ebb) fault on (B)(6) 2025 where self-testing resolved the alarms, however, the ebb was changed out anyways that day since the patient lived pretty far away. Overnight, (B)(6) 2025, they had ebb fault alarms again with the new ebb; staff attempted a self-test without any success. The system controller was changed out to a new system controller. Log files were reviewed, and they captured intermittent low flow events. Intermittent ebb faults were also noted starting on (B)(6) 2025 and continued occasionally until the system controller was exchanged (B)(6) 2025 at 14:41.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a: patient information corrected. No further information was provided. The manufacturer is closing the file on this event.